Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis, manifested by nausea and vomiting. The breach in aseptic technique was further described as "did not clean the area before starting the peritoneal dialysis (pd)". The same day as event onset, the patient was hospitalized due to "physical deconditioning". The patient was treated with cefazolin (intraperitoneal, discontinued after 3 days) and gentacin (intraperitoneal, discontinued on discontinued after 3 days). Four days after event onset, the patient was treated with cefalexin (oral, ongoing) for peritonitis. It was reported that seven days after event onset, the patient was discharged from the hospital and recovered from peritonitis. It was not reported if retraining on the proper aseptic technique was done. Pd therapy was ongoing. No additional information is available.